Manufacturer narrative:
Concomitant products: 694765 lead, implanted: (B)(6) 2011; dtba1d1 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the left ventricular lead had high pacing threshold. The lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.